Event description:
During the setup for ivtm therapy, the thermogard xp ivtm system s n (B)(6) displayed a "pump failure" alarm upon pressing the run button. The ivtm therapy was continued using another thermogard system. No consequences or impacts on the patient.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system sn (B)(6) for investigation. A follow-up report will be submitted if and when the product is returned and the investigation has been completed.

Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6)) displayed a "pump failure" alarm upon pressing the run button was confirmed during the functional testing and the event log review. The root cause of the reported complaint was a malfunctioning vexta motor assembly, likely attributed to a defective component. Upon visual inspection, no physical damage was noted. The event log review indicated multiple alarm_pump_failure on the reported event date, confirming the reported complaint. During functional testing of the thermogard system, the pump did not run when pressing and holding the prime button. The thermogard system then displayed a pump failure alarm, confirming the reported complaint. To address the reported complaint, the vexta motor assembly needs to be replaced. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard xp ivtm system with sn (B)(6).